Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer's mother reported receiving a button error alarm on the insulin pump. Customer's mother did not recall any significant events that led up to the alarm. Blood glucose level was 148 mg/dl at the time of the call. No further information was provided.